Manufacturer narrative:
Upon the clinical evaluation, the reported unclassified type endoleak appears to have been a type ia endoleak which were confirmed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause of the event was not definitely identified but the following were possible contributing factors: the cuff was two sizes larger in diameter than the main body stent; the inability to tolerate contrasted surveillance due to chronic renal disease, and patient factors such as the presumed use of antiplatelet and/or anticoagulation due to presence of atrial fibrillation. Overall, it is inconclusive whether a design or manufacturing issue contributed to the event.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.

Event description:
It was reported the patient had a procedure on (B)(6) 2014 with a suprarenal aortic extension, and bifurcated device. Reportedly, a computed tomography scan revealed an indeterminate endoleak. The physician decided to perform an angiogram to evaluate the endoleak. The proximal neck was angulated and the angiogram revealed a proximal endoleak. A suprarenal aortic extension was placed but the angiogram still showed an endoleak. The physician elected to place a palmaz stent. The final angiogram revealed resolution of the endoleak. No patient injury was reported.